Event description:
Customer reported being unable to test due to his adc blood glucose meter turning on with button press but not with insertion of embrace brand test strips. Customer further reported he was hospitalized on (B)(6) 2013 as a result of this issue. Customer did not report experiencing symptoms but reported he "went to the hospital" and was diagnosed with hyperglycemia. The customer further reported the hospital received blood glucose readings of 250 mg/dl to 300 mg/dl. Customer could not recall the name of the medication given to him while in the hospital but stated the doctors "just tried to stabilize him." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. No further product investigation will be undertaken as issue is related to the use of incompatible test strips. Label copy of the precision xtra blood glucose meter instructs the customer to only use precision xtra blood glucose test strips. All pertinent information available to abbott diabetes care has been submitted